Manufacturer narrative:
(B)(4). Customer returned pump for alleged pump error alarm found on 09/08/2021. Insulin pump passed self test, sleep current measurement, active current measurement and displacement test. The test p-cap locks properly in place in the reservoir compartment noted. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power error 24 noted during testing. However, power error alarm noted in pump downloaded history on 09/08/2021 at 08:16:00.000 due to hardware error isolated to electronic assembly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), cracked battery tube threads, and minor scratches on lcd window. In summary, customer allegation for pump error alarm was confirmed in pump downloaded history due to hardware error isolated to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had power failure alarm. Customer reported they were able to clear the alarm. Self test was passed. No harm requiring medical intervention was reported. The customer will discontinue to use the device.